Event description:
It was reported that stimulation was turning off. The patient would lose perception of stim about 20 minutes into his walks. It goes from upright and mobile to just upright. Adjusted sensitivity from the middle to 2 notch from left to help with this. They could not reproduce in lab so the patient will follow up with representative with progress after he is able to use it in home environment. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient experienced stimulation issues and limited "mobility detection." The patient stated that "when he bent his legs, as if to pick up something, the stimulation would turn off, but when he stood back up, the stimulation cut back in." It was noted that the patient didn't sync the device with the patient programmer when it cut out to check the position status. It was further noted that this type of event had occurred numerous times over the last 2 months. The patient stated that when the device was in manual mode, this issue didn't occur and the stimulation worked great. The patient further stated that his "mobility detection would activate when moving from the bedroom to the kitchen, but sometimes it would not activate when actually walking for a time." It was noted that the patient's mobility setting was at "2 notches." It was further noted that the internal neurostimulator (ins) was located in the left hip and according to the patient was "well positioned and secure." The patient did not believe that any ins movement was occurring. The manufacturing representative "checked the orientation in each position" and stated that "the patient was oriented properly and detecting correct positions." It was noted that "everything seemed to be working appropriately for the patient." The manufacturing representative stated that "reprogramming appeared to have resolved the issue."

Event description:
Additional information received noted that the patient was fine with sensor reprogramming and they reinforced education on using adaptive stim.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. Product ID 3887-33, lot # j0537680v, implanted: (B)(6) 2005, product type lead. Product ID 3887-33, lot # j0527936v, implanted: (B)(6) 2005, product type lead. Product ID 37754, serial # (B)(4), product type. Recharger product ID 37744, serial # (B)(4), product type programmer. Patient product ID 3708340, serial # (B)(4), implanted: (B)(6) 2007, product type extension. Product ID 37082-40, serial # (B)(4), implanted: (B)(6) 2010, product type extension.